Event description:
International affiliate reports a patient developed a superficial wound infection one month following hip replacement. J-vac reservoir was used during the procedure. Patient returned to the hospital for unspecified treatment.